Event description:
Customer ran a t1 respiratory gated sequence of a patient's liver. The constructed images from this sequence gave one t1 image of the liver, one t2 image of the liver, a distorted head image, and a low signal image that also appeared to be a head. As you step through the images, this series (t1 liver, t2 liver, head, low signal image) repeats through the entire study. The image of the head is oriented incorrectly; anterior-posterior is in fact the right-left direction. Also, the slice position indicated for the head image indicated the data was acquired from the pt's abdomen.